Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site (date not reported). Subsequently, the patient was treated with oral antibiotics and steroid injection (date and duration not reported).